Event description:
It was reported that the deep brain stimulation (dbs) patient reported discomfort and dehiscence at the left skull lead extension implant site. The physician indicated that the device contributed to the dehiscence but did not specify as to how. The patient subsequently underwent a procedure to remove the lead extension due to potential infection risk, followed by a skin graft, and completion of the procedure. Device analysis was not conducted, as the lead extension was discarded by the facility. The patient was prescribed prophylactic antibiotics and recovered well postoperatively.

Manufacturer narrative:
Section b3: exact date unknown, event occurred in september 2025. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.